Event description:
Litigation papers allege patient has not yet experienced the severity of symptoms that the other patients have experienced; however, patient has an elevated cobalt level in his blood. Update - (B)(6) 2013 - the complaint has been reopened because it has been reported that the patient was revised on (B)(6) 2013 to address high metal ion levels. Part and lot information was provided.

Manufacturer narrative:
The complaint has been reopened because it has been reported that the patient was revised on (B)(6) 2013 to address high metal ion levels. Part and lot information was provided. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database finds additional reported incidents against lot codes 1847563 and 1832455 since its release for distribution; however, review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear and metallosis.